Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an endoscopic pancreaticoduodenectomy, while the device was used to disconnect the duodenum, the staple could not be fired. Another device was used to complete the procedure.